Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of genito-pelvic pain/penetration disorder, leiomyoma and dysmenorrhea on (B)(6) 2022, gonorrhea and abnormal uterine bleeding on (B)(6) 2022, renal surgery in 2020, tubal ligation in 2014, vulval burning sensation in 2012, vulval itching, normal delivery (live child) (2) and vaginal discharge in 2011 and anxiety, alcohol abuse, parity 2 and gravida ii in 2010. Previously administered products included: cefixime, flagyl 250, diflucan, prednisone, adderall, duloxetine, valium, valtrex, ibuprofen and acetaminophen. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4714 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy, lysis of adhesions). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n olfucan. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: essure wires are present in the pelvis on both sides, otherwise the scout film is unremarkable. The endocervical canal and the uterine cavity are normal insize and appearance. Both fallopian tubes are occluded by essure wire there is no free spill of contrast agent in to the peritoneal cavity through either of tubes. Impression: successful essure occluded fallopian tubes. [Pathology test] on (B)(6) 2022: clinical history: disfunction uterine bleeding, dysmenorrhea. Procedure/finding: da vinci assisted tlh with bilateral salpingectomy. Spécimen: uterus, cervix, bilateral tubes. Final diagnosis: utérus: da vinci assisted tlh with bilateral salpingectomy. Cervix: chronic cystic cervicitis. Endometrium: proliferative endometrium. Myometrium: no significant histopathologic abnormality. Serosa: miunte leiomyoma. Bilateral fallopian tubes: no significant histopathologic abnormality. Gross description: right fallopian tube: 7.4 cm in length, averaging 0.5 cm in diameter. In place within the proximal portion of the fallopian tube is a segment of silver metal coiled wire consistent with an essure ligation device. Approximately 2.5 om in length x 0.2 om in diameter. Left fallopian tube: 8.1 cm in length, averaging 0.7 cm in diameter. There are multiple attached para tubal cysts varying from minute to 0.3 cm. The proximal portion of the fallopian tube is a segment of silver metal coiled wire consistent with an essure ligation device approximately 2.5 cm in length x 0.2 cm in diameter. [Smear cervix] on (B)(6) 2011: cytologic interpretation: atypical squamous cell of undetermined significance ascus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: reporter and patient information,medical history,lab data,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4714 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4714 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.